Event description:
It is reported that the patient has a button error on their insulin pump. Patient's blood glucose level is at 172mg/dl. Trouble shooting is conducted and it is found that the act button will not work. Patient is blind and having complications fixing pump. Device is being returned. No further information available.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.